Manufacturer narrative:
Other applicable components are: product ID: 3587a, lot#: l38632, implanted: (B)(6) 1996, product type: lead.

Event description:
Information was received from a patient. It was reported that the lead wire became detached from their implantable neurostimulator (ins) battery. The patient stated that they could feel the wire as it was bent and going towards their spine. The patient could feel the lead poking them on their skin on the outside. It was noted that the patient turned their ins off about 5-7 years ago as their pain had reduced and they didn¿t really need to use the device anymore. The patient mentioned that their physician at the time told them that their nerves must have been trained from the device. The patient was redirected to their healthcare provider (hcp) to discuss their symptoms. It was noted that the issue occurred in (B)(6) 2017. No further complications were reported or anticipated. Indication for use is other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.